Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a partial display. There was a blue dot in the middle of the insulin pump¿s screen after showering. The screen was visible before the shower. The customer¿s blood glucose level was 132 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.